Manufacturer narrative:
Corrected age at time of event: from "(B)(6)" to "(B)(6)". Internal complaint number: (B)(4). Autonumber: # (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro scope wouldn't advance through the harvesting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro scope wouldn't advance through the harvesting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The cannula device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection did not identify any non-conformity. The c-ring was completely intact. A mechanical evaluation was conducted. A reference endoscope was inserted and retracted without any observed difficulty. The device was evaluated five times for the scope's ability to fit inside the cannula bell. A second investigator was able to insert and retract the endoscope with no difficulty. The c-ring was able to be advanced and retracted with no difficulty. Based on the returned condition of the device and the results of the investigation the reported failure "mechanical issue; cannula; fitting problem w/ cannula" was not confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro scope wouldn't advance through the harvesting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.